Manufacturer narrative:
No reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). Lot number: 221c020108 has not been identified as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product.initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. A false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. Test to the production batch of product retention samples (lot:221c020108) , the test was pass.

Event description:
The user was noted to have reported via voicemail, as follows: "hi there, I just wanted to let you know that I. Took. Five at home tests from literally got it from free for from (B)(6) I'm not sure where I got it from but it's I got five free test sites with all of them. And they all gave me a false negative I took a pcr tests in I am positive for coven so I thought I would report that. They these tests did not tell me that I was positive, when it was so the model is I see oh dash 3000 that gtin 01 number is (B)(4) and a lot number 10 is two to one see oh 20108. You can call me back to (B)(6) if you have any questions. Yeah I took all five of them and they all gave me a negative result and I am positive for covert so I thought, maybe you guys should know that. I don't know if any if it's like a new strain that your tests just don't get but it kind of sucks because I did go back to work. When I was positive, because I thought I was negative. So I don't know if I'll be using these tests in the future. To see if I'm covered or not, thank you"